Manufacturer narrative:
No samples or images were received to support further investigation of identified condition of liquid drops. Without the physical parts returned for evaluation, the defect could not be confirmed. A device history review (DHR) review was conducted on the lot provided by the customer. No non-conformances were issued during the manufacturing of these bulk components. The maintenance work order history for the assembly machine used in the production of this bulk component was reviewed. No maintenance work completed would have resulted in the identified condition of liquid drops. Customer complaint history for the past two years was examined for similar issues, and no other complaints regarding the described defect were found. There is currently no trend indicating the identified condition of liquid drops.

Event description:
It was reported that during material sorting, it was identified a condition similar to liquid drops within the component cavity. One device was cut to access to the detected area and have a better view of the condition. It was confirmed the presence of liquid between the inner wall of the external plastic tube and the surface of the blue silicone tube. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.